Manufacturer narrative:
The customer declined ge service. No repair information available. Patient identifier: no report of patient involvement. Initial reporter name and address:: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(6).

Event description:
It was reported that there was an error resulting in an inability to initiate mechanical ventilation. There was no patient involvement.